Event description:
The manufacturer received information regarding a dreamstation device. There is a report that the user discovered that the power cord was burned and there was evidence of warping on the enclosure. There is also a report that the power cord had been discovered to have exposed wiring, and the user taped it up. The patient alleges a stuffy nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.